Event description:
Continuous renal replacement therapy (crrt) auto effluent large bag leaking at tubing connection site to bag. Similar issue on other patients recently. Tubing was being primed to start treatment. Delay in starting treatment of crrt for patients as the entire set up must be replaced (filter and auto effluent system). Baxter notified and lot numbers provided. Set up saved and given to [redacted name]. Management notified as well. Both registered nurses (rns) said it was the connection at the point where the tubing meets the bag (effluent bag). One of the rns said in addition to the connection site mentioned above, the tubing was kinked (at the effluent bag line) and would not allow the machine to prime or run effectively. Both of the rns said they had to manually set up another machine and disconnect the patient from the entire set up machine and switch the patient over which could be very significant if both patients were extremely fragile and unstable. They also mentioned that they spoke to the rep about the potential of them just catching the leaking in a biohazard bag or onto a towel and the rep said they could not because the weights/scales would be off and may affect the entire system and accuracy. Auto effluent lot 23d2001, st 150 filter set lot 23d0057, manufacturer response for auto effluent kit, (brand not provided) (per site reporter). Baxter responded: hi [redacted name]. Great connecting with you over the phone. As you mentioned, I see that your hospital has experienced some leaks/kinking from the auto effluent sets. Unfortunately, the leaking is more of a manufacturing defect and I typically have observed the leaking right where the tubing connects to the effluent bag. The newer lots should not be producing a lot of leaking autoeffluent (ae) sets and I currently see this a lot less frequently in my current hospitals. As they occur, please have nursing inform myself (during [redacted name]¿s leave) and [redacted name] as we need to submit product complaint reports for each incident. I actually do not recommend that you continue to utilize the auto effluent set if leaking occurs for infection control purposes and also to maintain accuracy of the effluent weight that is being drained. This is definitely unfortunate when this happens as having the ae set weigh them drain direct into the toilet is a huge time saver for the intensive care unit (ICU) nurse. In the interim, the standard 5 liter effluent bags (same bags used on the older prismaflex) may be used when you run out of supply of auto effluent sets or if there is a plumbing issue. If you run into this situation where you run out of auto effluent sets, please have the ICU staff use the former 5 liter effluent bags. All they would need to do to complete this change (if therapy is in progress) is to change the filter and do not select that you will reuse the auto effluent set. It will give them the option to use the 5 liter effluent bag. It¿s a similar process if you have a brand new patient whom you have not started therapy on: during the set up of a new patient, do not select to use the auto effluent set and select the 5l effluent bag. Again, only resort to this if you run out of stock of the ae sets but this would be the ideal back up plan to ensure continuity of crrt therapy. Remember, baxter/vantive has a 24hr clinical support hotline. Your nurses are always welcome to call them live during this process to help them walk them through this. Let me know if this makes sense or if you have any other questions. I¿m happy to assist in [redacted name]¿s absence.